Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outback elite catheter broke off in patient. The tip was left in patient and catheter was able to be removed. The tip was left in the profunda. The tip could not get through the bifurcation and migrated to the profunda. The patient seems to be okay and has not been brought back. The device was prepared as specified by the instructions for use (IFU). No apparent damage to the device was noticed prior to use. All specified ports were flushed. The ports were flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with no slack, during preparation. During preparation, the cannula/needle actuated smoothly. The handle deployment slide was locked in the proximal position. There was no difficulty retracting the cannula back into the catheter during preparation. There was a one-to-one response to the nosecone while rotating the rotating hemostatic valve during preparation. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user held onto the black handle or the clear plastic hub. The user did not encounter resistance when torquing the device. There was no difficulty or resistance actuating the product, and no abnormal force was required. There was difficulty advancing the outback over the iliac bifurcation. Once the outback was delivered past the iliac bifurcation, there was no difficulty getting to the target lesion. There was no difficulty actuating or retracting the cannula at this point. The guidewire was successfully delivered past the lesion. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outback elite catheter broke off in patient. The tip was left in patient and catheter was able to be removed. The device will be returned for evaluation.

Event description:
As reported, the outback elite catheter broke off in patient. The tip was left in patient and catheter was able to be removed. The tip was left in the profunda. The tip could not get through the bifurcation and migrated to the profunda. The patient seems to be okay and has not been brought back. The device was prepared as specified by the instructions for use (IFU). No apparent damage to the device was noticed prior to use. All specified ports were flushed. The ports were flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with no slack, during preparation. During preparation, the cannula/needle actuated smoothly. The handle deployment slide was locked in the proximal position. There was no difficulty retracting the cannula back into the catheter during preparation. There was a one-to-one response to the nosecone while rotating the rotating hemostatic valve during preparation. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user held onto the black handle or the clear plastic hub. The user did not encounter resistance when torquing the device. There was no difficulty or resistance actuating the product, and no abnormal force was required. There was difficulty advancing the outback over the iliac bifurcation. Once the outback was delivered past the iliac bifurcation, there was no difficulty getting to the target lesion. There was no difficulty actuating or retracting the cannula at this point. The guidewire was successfully delivered past the lesion. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
As reported, the outback elite catheter broke off in patient. The tip was left in patient and catheter was able to be removed. The tip was left in the profunda. The tip could not get through the bifurcation and migrated to the profunda. The patient seems to be okay and has not been brought back. The device was prepared as specified by the instructions for use (IFU). No apparent damage to the device was noticed prior to use. All specified ports were flushed. The ports were flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with no slack, during preparation. During preparation, the cannula/needle actuated smoothly. The handle deployment slide was locked in the proximal position. There was no difficulty retracting the cannula back into the catheter during preparation. There was a one-to-one response to the nosecone while rotating the rotating hemostatic valve during preparation. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user held onto the black handle or the clear plastic hub. The user did not encounter resistance when torquing the device. There was no difficulty or resistance actuating the product, and no abnormal force was required. There was difficulty advancing the outback over the iliac bifurcation. Once the outback was delivered past the iliac bifurcation, there was no difficulty getting to the target lesion. There was no difficulty actuating or retracting the cannula at this point. The guidewire was successfully delivered past the lesion. The device was not returned for evaluation as multiple attempts were made without success. The reported ¿catheter tip/distal tip (outback only)- fractured/separated¿ cannot be verified and the root cause cannot be determined without receiving the device for analysis. Difficulty advancing the device through the bifurcation may have required the use of excessive force and this is a possible cause of the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is felt during deployment, do not apply unnecessary forward push on the outback® elite re-entry catheter. It may result in damage to the cannula tip and/or separation of the cannula tip. Excessive rotation, bending or kinking¿ may affect its performance. Withdraw the catheter if it becomes excessively kinked. If the cause [of resistance] cannot be determined, withdraw the outback® elite re-entry catheter.¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.